Event description:
Boston scientific received information that this pacemaker exhibited a greater than expected decrease in the estimated longevity value. Boston scientific technical services (ts) discussed any changes that have been made and there were none that would impact the device longevity. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted. This report will be updated when further information is received.